Event description:
Note: date of event is unknown. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "machine failed to work." Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).